Manufacturer narrative:
(B)(4)

Event description:
It was reported the device delivered an alert for upper high voltage impedance was observed. The patient was asymptomatic. No other electrical anomalies were detected. The patient will be remotely monitored. The patient condition is stable.